Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Additional information provided h3, h6 and h10. A device history record (DHR) review was performed and there were no relevant findings. The device was returned for analysis and has been evaluated. The returned device consisted of ten samples which were received in used condition without its original packaging. Visual and functional testing were performed. The ten samples were visually inspected individually at a distance of 12 inch to 24 inch and normal conditions of illumination. During visual inspection, no discrepancies were detected. During functional test, a syringe was used to infuse water into the ay bag. The ten samples presented leakage located in the top edge of the corner. The root cause of the reported event was due to manufacturing issue. During the assembly process, the ay bag was not handled properly during loading operation. No actions were taken for the primary concern reported; however, training to production and quality personnel will be required.

Manufacturer narrative:
Foriegn source: (B)(6).

Event description:
Information was received indicating that the bag within this cadd cassette was leaking. The reported event was noticed while filling the cassette. There was no patient involved during the reported event.